Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir performed pre-fill reservoir test per specifications, reservoir failed per inspection found reservoir transfer guard needle occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had trouble filling two reservoirs. Customer stated he was filling the reservoir; he put air in the reservoir, fill the insulin vial with air and when turning over to fill, the reservoir would not fill with insulin. No troubleshooting done as the customer had already changed the reservoir. Blood glucose value was 270 mg/dl. The product would be replaced and returned for analysis